Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the error did not reappear. The caller was instructed to wait 20 minutes before starting a new sensor session, and they acknowledged these instructions.